Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that he may have a problem with the drive support cap. Customer has been receiving no delivery alarms. Customer's blood glucose reading is 284 mg/dl. Customer treated with insulin pump. Customer has damage to the battery compartment. The drive support cap is loose. Advised that the insulin pump must be replaced. Nothing further reported.